Event description:
It was reported that the fowler was drifting. There was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Eval, results: fowler motor and clutch assembly.